Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13266 was returned and analyzed. Visual inspection showed that the balloon catheter was intact and had no apparent issues. Smart chip verification indicated that the balloon catheter was used for four applications. It was connected to the test console and passed the performance test. Pressure, flow and temperature were within specification. During the performance test the cable was slightly twisted to trigger any electrical intermittence, no intermittence was observed. It passed the electrical integrity test. While the balloon was inflated, a kink on the guide wire lumen was observed. Pressure testing was done and no breach was found on the guide wire lumen. The outer balloon joint at distal and proximal end were within specification. In conclusion, the balloon catheter failed the returned product inspection due to a kink on the guide wire lumen.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.